Event description:
It was reported through nps survey that devices appear to be confusing to nursing staff. Upon further customer follow up it was noted that this general statement was made as a result of looking at the number of guardrail overrides. The customer suspects that "nurses sometimes choose the wrong protocol for something like heparin". Customer feels it is more education related rather than a pump issue itself. Customer did not provide specific examples. There was no information on patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported through nps survey that devices appear to be confusing to nursing staff. Upon further customer follow up it was noted that this general statement was made as a result of looking at the number of guardrail overrides. The customer suspects that "nurses sometimes choose the wrong protocol for something like heparin". Customer feels it is more education related rather than a pump issue itself. Customer did not provide specific examples. There was no information on patient involvement.